Manufacturer narrative:
Device was returned to olympus for evaluation. It was observed that during the device evaluation, the reno fiberscope had a dirty objective lens. Based on the results of the investigation, the most likely cause was component failure due to a environment problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the reno fiberscope had a dirty objective lens. There was no patient involvement.